Manufacturer narrative:
Concomitant medical products: 457445, lead, implanted: (B)(6) 2017, 5038s-52, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. It was further reported that the cardiac resynchronization therapy pacemaker (crt-p) displayed invalid trend data. It was also reported that an alert for out of range pacing impedance was triggered. However, after investigation it was determined that there were no out of range impedance measurements. The lv lead and crt-p remain in use. No patient complications have been reported as a result of this event.